Manufacturer narrative:
The device history record (DHR) for this iabp was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported by the customer that during use on a patient, the cs300 intraaortic balloon pump (iabp) turned off on its own. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and reported that the unit was sent to biomed with a note from the user stating that the unit shut down while using on a patient. The stm checked the fault logs and and there was no shutdown but several autofill failures occurred on that date. Since the biomed and the stm were not sure about what the user tried to report, the stm began inspecting the unit and found that the drain port was not completely connected which could cause the autofll failures, subsequently, the stm performed full functional and safety tests. All tests passed. The stm let the unit ran with a trainer and test balloon for 3 days and decided that if after those 3 days everything goes well. The stm will return the device to customer and clear for clinical use. After 3 days of burning in with trainer and test balloon the stm and biomed determined that the iabp was safe to use due to no power down. This device was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the cs300 intraaortic balloon pump (iabp) turned off on its own. There was no harm or injury to the patient and no adverse event was reported.